Manufacturer narrative:
(B)(4); device was not returned for evaluation. Date of event: unknown, assumed 1st day of month that complaint was reported.¿ the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that a 60mm cartridge was used in 45mm linear cutter device. The device locked up and would not fire. The device was stuck on tissue; it would not open. The surgeon thought that she was going to have to open the patient, but was able to re-sect (cut) the device off of the tissue and did not have to open the patient. It is unknown if there were any patient consequences.